Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sheared teeth on the firing rack at site of initial firing post clamp up. The instrument loaded, clamped, yet functionally, it would not cycle due to sheared firing rack teeth damage. It was reported that the device handle broke and was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This may occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. Lastly, attempting to fire a reload that is in interlock. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time to use the reload during the end part of a laparoscopic gastroplasty, the stem of both the handle and the reload broke. In addition, there was an issue unloading the device. The handle and the reload were replaced to complete the case. There was no patient injury.